Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "no disposable, clamp tubing" error. The pump was stopped, settings were reviewed, the pump was restarted and the error was still present. The cassette was removed and the patient noticed air bubbled in the tubing. The air bubbles were removed, pump settings were verified with no discrepancies found. The pump was restarted and the error persisted. Troubleshooting was conducted again, but the error re-occurred. The residual volume was 11.8ml at a rate of 3.3 and the patient had received 138.2ml. There was no patient injury.